Event description:
It was reported that the device had no image (case type/date was not provided). There was no patient impact reported.

Manufacturer narrative:
The device was returned to our us facility on feb-5-2025, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation findings by the manufacturing site: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the image failure (no image) reported by the customer could not be confirmed. Instead, stripes/disturbances in the image were detected. As already mentioned, the device passed quality control at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is a defect in the circuit board, which led to the image disturbances. Should we receive new or additional relevant information about the product, we will continue the investigation accordingly. This event is filed under internal complaint ID (B)(4).